Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The reporter stated that the customer was hospitalized due to diabetic ketoacidosis and placed in intensive care. Blood glucose level at the time of the incident was close to 700 mg/dl. The customer was experiencing nausea, vomiting, thirst, hunger, and back spasms. A second instance of hospitalization was also reported. The customer was in a state of diabetic ketoacidosis and hyperglycemia. Blood glucose level at the time of this incident was not provided. An incident in which the insulin pump may have overdelivered insulin was also reported. The customer was in a state of hypoglycemia. Blood glucose level at the time of the incident was not provided.